Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg is inoperable. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The reported observation of ¿inoperable ipg¿ was confirmed. The reason for the reported observation was due to the device entering the service application state. The root cause could not be determined due to the limit information provided from the field.

Event description:
It was reported during follow up surgical intervention was undertaken during which the ipg was explanted and replaced. The issue has been resolved.